Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml of bupvacaine at 13 mg/day and 25 mg/ml of morphine at 11 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient¿s pump experienced a motor stall. The hcp reported that during a pump refill, they noted a volume discrepancy with an expected residual volume at 4 ml and an actual residual volume at 11 ml. The patient did not have a recent MRI and had not heard any alarms. The pump status/event logs reported an active motor stall in which the stopped pump period may exceed tube set. The date of this event was (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
(B)(4) incorrectly coded for device code. (B)(4) coded instead to accurately capture the nature of this event.

Event description:
Additional information was received on 09-dec-2016 from a healthcare professional via a company representative and it was reported that the pump motor had not restarted. The patient was scheduled to come back into the office on (B)(6) 2016 to re-interrogate the pump in order to print the logs as the physician had just interrogated the pump. The patient had not had an MRI recently that would have caused a motor stall. There was no explanation for the motor stall at this time. The patient had not experienced any withdrawal-type symptoms and would not have the pump replaced due to unrelated health reasons. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.